Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. However, from historical investigations, it has been determined that this type of failure occurs when the active tip is damaged. The damage to the active tip is likely to be caused by the introduction of another metal instrument during the procedure. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ touching the tip of the scope during use is contrary to the precautions stated in the IFU and would cause the damage seen on the active tip. No further procedural details were provided to determine if aforementioned reasons were the cause of this failure and therefore, a root cause cannot be determined at this time. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. However, due to an increasing trend in the number of these failures, a supplier CAPA has been initiated to further investigate this failure. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a shoulder repair that two of the customer's vapr s90 electrode malfunctioned. The 1st vapr s90 sparked after 20 minutes of intermediate use within the joint space. The sales rep confirmed it was not outside of the joint space at the time. The 2nd electrode was not cutting and when removed from the joint space the tip of the device appeared to be charred. The sales rep confirmed there was no debris seen in the joint space. The sales rep reported no burns or injury to the patient or anyone in the room. The surgeon completed the procedure with no patient consequences. There was a 6 minute delay in the procedure. The customer already discarded the two vapr s90 electrodes. The sales rep is returning the vapr iii footswitch and the vapr iii generator on associated (B)(4) for evaluation to the service center. See associated medwatch# 1221934-2014-00324.